Event description:
Valves implanted into the pt migrated towards the incision line of the pocket. The incision did not heal adequately and erosion of the skin over the valves became apparent; valves were visible. An attempt to resuture the incision line was unsuccessful and one of the valves had to be explanted and placed into a different pocket.